Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause and treatment of the events were not reported. On the same day as the event onset, the patient visited the hospital but was not admitted. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow up.